Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel, pain. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on unknown date, a patient underwent endovascular treatment of the high calcification of middle of the superficial femoral artery using gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device). On unknown date, but three weeks later, the patient complained of pain and swelling in the femoral region. Occlusion of the vsx device and aneurysmal-like change were observed. For treatment, a surgical bypass was performed. The patient tolerated the procedure. On unknown date, c-reactive protein (crp) value increased. Reportedly, inflammation or infection may have occurred.

Event description:
The following publication was reviewed by gore: title: a case of infected aneurysm after viabahn stent graft implantation source: the 32th annual meeting of the japan association of cardiovascular invention and therapeutics page mo39-1. A case is 60s-year-old man complaining of intermitted claudication. He underwent gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) implantation for right superficial femoral artery (sfa) because of severe calcification in mid portion. After 3 weeks later, he complained of severe pain and swelling in thigh. Emergent angiography and intravascular ultrasound image revealed occlusion and aneurysmal change at distal site of stent graft. We performed fp bypass with debridement, but healing took time, six months. We performed evt with drug coated balloon for distal anastomosis site 1 year later. However, bypass was occluded 10 months later. We performed 3rd evt for this lesion. Aspiration and balloon dilatation did not work, and thrombectomy with biopsy forceps recovered flow temporally. After balloon dilatation, vessel rupture and slow flow by thrombus occurred, so we implanted stent graft in bypass graft. Unfortunately, re-occlusion was confirmed several months later, but we decided to follow without intervention because of his less symptom. Vsx device is effective for complex lesion, but risk of infection seems slightly higher due to ptfe graft. We reveal detail and reflection of this case in this report.

Manufacturer narrative:
H6: code d12: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel, pain, infection. Emdr section h6, codes e1906 added to reflect additional information.